Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device preparation, the tip/screw of the implantable pacing lead was unscrewed and unable to reinsert or screw back into the lead. The tip of the helix would not retract completely. The lead was exchange and replaced. The lead was not used within patient's anatomy. No patient complications have been reported as a result of this event.